Event description:
It was reported via medwatch that in an attempt to place the catheter in the (B)(6) yr old male pt's right ij, the needle was introduced with good venous blood return. The swg was advanced through the needle and fed smoothly. The wire stopped advancing and would not retract. The attending was called to the bedside, but was unable to dislodge the wire. The vascular surgeon was then called. An x-ray of the soft tissue of the neck revealed wire extending into the soft tissue of the right neck and the wire was also found with multiple kinks and fractures. Per phone conversation (B)(6), the vascular surgeon removed the wire intact via cut down and without incident. He then repaired the arterial vessel and inserted a PICC line. No bleeding or hematomas were reported and the pt remained hemodynamically stable.

Manufacturer narrative:
Complaint no: (B)(4). Sample will not be returned for eval. (B)(4).